Event description:
It was reported that multiple cartridges did not fit properly onto the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer declined to perform further troubleshooting at time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.